Event description:
The company was informed that the patient's device was explanted due to a skin flap infection that started earlier this year. The swelling at the implant site was needle aspirated and revealed pus. The patient was prescribed septra ds antibiotic for three weeks. External device use was suspended. The patient's infection has reportedly resolved and device reimplant is pending.